Manufacturer narrative:
There is no evidence of a device malfunction. The cycler alarmed appropriately to air in the cartridge. Facility staff attributed the air alarms to the operator having difficulties with set up. Additional training has been provided. Nexstage medical considers this report closed. No additional info will be provided.

Event description:
Venous and arterial air alarms occurred during a routine hemodialysis treatment which could not be resolved by the operator. Treatment was discontinued without performing rinseback due to the presence of air, resulting in an estimated blood loss of 190cc. The pt has a routine blood transfusion every two weeks and received an additional transfusion of 2 units of blood on (B)(6) 2011. No other medical intervention was required.